Event description:
Customer reported that no reactivity was observed with a pt sample with a history of anti-e, -jka and vra126 cell 6 (e+ jka-) and cells 9 and 10 (e- jka+b+). The anti-jka was identified with cells 1, 3, 4, 5 and 7 (weak-1+). Customer states the sample reacted in manual gel with vss225. Another sample with a history of anti-e reacted 2+ with vss225, but no reactivity was observed with vra126 cells 3 and 6. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the e and jka antigens. Results were satisfactory.